Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "cord damage" was confirmed. During service, the device was noted to have a damaged cord. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for service. During servicing, damaged cord was discovered. The device was not used in surgery. There was no patient injury or medical intervention reported. There is no additional information provided.